Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A launcher guide catheter was used during a procedure to treat a non-calcified, non-tortuous mid brachial artery. There was no damage noted to the packaging, the device was removed from packaging per IFU with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the tip of the device was not cylindrical, but had a sharp corner that caused vessel damage/dissection. The product was replaced with a non medtronic device. The patient status post procedure is alive with no injury.

Manufacturer narrative:
The dissection occurred in the brachial artery. The tip of the launcher was not noted to be sharp before it was used in the patient. A non-medtronic 6f guide catheter was being used with the launcher when the issue was noted. If information is provided in the future, a supplemental report will be issued.